Event description:
It was stated that the customer was hospitalized for low blood glucose levels of 40 mg/dl. It was stated that the customer had been experiencing low blood glucose levels every month. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.